Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 1.2.4 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type unspecified.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include having numb fingers and feeling light headed. The patient reports receiving a low blood glucose reading all night and waking up to their blood glucose levels reading over 500 mg/dl. The patient reports the controller had paused insulin due to low readings and upon checking their blood glucose levels by finger stick in the morning their blood glucose levels were over 500 mg/dl. Once at the hospital emergency room the patient was treated with intravenous fluids. The patient was at the hospital for 1.5 hours.